Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional that during vitrectomy one of the three tubings that is connected to the vitrectomy probe blew off while in the eye. The vitrectomy probe was still cutting and aspirating. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The used returned probe manifold was visually inspected. During microscopic examination of the tube-end exhibited adhesive residue from the assembly process, however, the demarcation line of adhesive on the tubing indicated the tubing was potentially not inserted fully into the open port of the probe engine. After a thorough analysis, the most likely root cause of the customer's complaint is related to an assembly error during insertion of the pneumatic driveline to the probe. Adhesive residue was present although it appeared the tubing was not fully inserted into the probe which would cause or contribute to the customer's experience. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).